Manufacturer narrative:
Failure event was observed during analysis. Final analysis found the complete lead was returned in two pieces. The connector portion was 12.4 cm and the distal portion was 56.6 cm. External abrasion breaching the optim sheath was found at 10.5 ¿ 10.6 cm from the connector pin. The cause of external abrasion was consistent with friction to the pulse generator can.

Event description:
This report is to advise of an event observed during analysis.